Manufacturer narrative:
The actual lens remains implanted, reported foreign material was returned for evaluation. The foreign substance was analyzed by fourier transform infrared (ftir) spectroscopy in order to identify the material. The foreign substance was described as ¿white opaque plastic.¿ ftir analysis of the foreign material shows that it is abs (acrylonitrile/butadiene/styrene). The plunger component material is abs. Based on the laboratory result the complaint reported was verified and a product deficiency identified. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted; give date: not applicable. Initial reporter telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a pcb00 intraocular lens (iol), a tiny piece of hard white particulate was observed in the eye. Reportedly, it has been assumed that it was introduced via lens. The particulate was removed and no patient injury was reported. There was a delay in procedure by 2-4 minutes. No further information was provided.